Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist will send a letter and has reviewed the customer care advocate's (cca's) (B) (6) 2009 documentation. In (B) (6) 2009, the patient replaced the batteries in his one touch ultralink meter when it neither turned on nor prompted low battery after inserting a test strip. Although the patient replaced the batteries, the meter still would not turn on with a test strip or with the power button. Since the patient was out of town and did not have a back up meter with him, he elected not to take (bolus) extra insulin based upon his diet although he continued his basal rate. The patient indicated that he would rather have elevated blood glucose than become low. The patient reported no symptoms or medical intervention. Because the patient did not experience symptoms or receive medical intervention, there is no indication an injury occurred. However, since the cca was unable to resolve the alleged product issue, meter does not turn on, the complaint is reported. The cca replaced the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.